Event description:
It was reported, the insulin pump was not working correctly, which resulted the customer had to be hospitalized. Nurse did not have the device and was unable to troubleshoot the device. Doctor called back and stated the customer has been experiencing high blood glucose of three weeks. No alarms noted in the alarm history of the device. Self test was performed and it was ok. 0.5 units without reservoir in the device and device was ok. Fixed prime was on 0.6 was incorrect. Set was inserted in upper leg. New set was connected with current reservoir and connected to the customer and changed fixed prime to 0.3. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.